Manufacturer narrative:
Alleged failure: *update: "they plugged in the safelight cord and camera and draped it across the patient waiting to start case. Light cord came out without an adapter which it is not supposed to do. The light cable then burned into the material of the camera cable and caused it to melt and smell. So yes very hot but no injury luckily". The black camera cord that was smoking salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is a malfunctioning safelight cable. This can be due to a stuck reed switch or inconsistent resistance resulting in the light source recognizing the cable as non-safelight. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.